Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, for the first firing, the surgeon tried firing to pulmonary parenchyma, however the handle was stiff and could not fire the device. Replaced by a new handle and a new cartridge, the firing was completed with no problem. The status of the patient is no problem.